Manufacturer narrative:
Updated the axium prime coil and instant detacher were returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged and still attached to the pushwire. The axium prime pushwire was found broken on its proximal end with the proximal tip containing the actuator interface crimps missing. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire was found bent near the proximal end. There was an unknown substance covering the distal tip of the pushwire and the proximal end of the implant coil. The substance was covering the detachment zone of the axium prime coil. During cleaning of the substance from the detachment zone, the implant coil became inadvertently stretched. Then the pushwire was intentionally broken and the release wire was pulled back with difficulty and implant coil detached successfully. The release wire was then pulled out from the break in the pushwire for evaluation of the coin and the coin showed evidence of the coin jammed in the lumen stop. All other subassemblies appeared to be normal and no other anomalies were observed. The proximal tip of the pushwire (tack weld replacement crimps) was not returned for evaluation; therefore, any contributing factors from could not be assessed. The cause for failure to detach the implant coil with the instant detacher could not be determined. Based on the evidence of the coin jammed in the lumen stop, it is possible that the jammed coin led to the reported event. It is possible that a break in the pushwire at an incorrect location led to the difficulty during detachment by the manual method of detachment by causing a break in the release wire. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small cerebral aneurysm located at anterior communication artery, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician started inserting the axium coil after implanting non-medtronic 3d coils. This coil was not detached with the instant detacher. The physician used a torque device and rotated the pusher, but still the coil was not detached. Several attempts were made to detach the coil with the instant detacher, but the coil was not detached so the physician tried manual detachment. Still the coil was not detached. The coil was removed from the patient eventually. New device was used to continue. No patient injury was reported.